Event description:
It was reported that during an unknown procedure, an error code five was displayed. It was not reported how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. No conclusion could be reached on how an error code 5 may have occurred. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address the tissue pad issue. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.